Event description:
Technician alleged that the hi/low head drifts slowly downward over time. No pt impact.

Manufacturer narrative:
The technician replaced the trendelenberg valve to resolve the issue.